Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was a "black rubber piece" on the pneumatic tap. Reportedly, the customer removed the object and successfully loaded the cartridge to address the event. There was no reported adverse impact to the customer's blood glucose level.